Manufacturer narrative:
Date of event: unknown. Medical device expiration date: n/a. (B)(6). Investigation summary: level a investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 3rd related complaint for difficult/unable to operate (plunger rod) on lot # 7128951. Investigation summary: customer returned (51) 3/10cc, 8mm, 31g syringes (1 loose, 50 in sealed poly bags) from lot # 7128951. Customer states that the plunger doesn't slide. The loose sample as well as 30 out of 50 samples in the sealed poly bags were tested and all were able to have the plunger exercised in the barrel properly without any observed defects. A review of the device history record was completed for batch # 7128951 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications [(B)(4)] noted for dry barrels. There were three (3) notifications [(B)(4)] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle plunger does not slide. No serious injury or medical intervention was reported.